Event description:
On 03/22/2022 it was reported by a sales representative via sems that an ar-9511 impactor broke. This was discovered during use in a procedure on (B)(6) 2022. The break happened during extraction of stem and suture cup, the adapter malfunctioned and snapped. No fragments in patient, surgery not impacted.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.